Event description:
It was reported that the patient had his artificial urinary sphincter explanted due to recurring incontinence. A new aus was implanted. The fluid loss was discovered due to no fluid in the balloon. There were no patient complications related to this event.